Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterine') and genital haemorrhage ('heavy bleeding') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard. Concomitant products included ferrous sulfate since 2008 and rizatriptan from (B)(6) 2016. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), pain ("pain - all over entire body"), pyrexia ("other injury(ies) or complication please describe: fever") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced rash papular ("rash / raised red areas on arms and legs") and pruritus ("itching"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), anxiety ("anxious"), depression ("depressed") and dermatitis allergic ("allergic or hypersensitivity reaction- rash"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), gabapentin, hydrocortisone, ibuprofen, rizatriptan and surgery (was required to undergo a salpingectomy and removal of the essure device on or about (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, anxiety, depression, pruritus, allergy to metals, fatigue and dermatitis allergic outcome was unknown, the migraine, rash papular and headache had resolved and the pain and pyrexia was resolving. The reporter considered allergy to metals, anxiety, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, pain, pruritus, pyrexia, rash papular and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2016: results: showed full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation uterine') and genital haemorrhage ('heavy bleeding'). In a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included, for an unreported indication: paragard. Concomitant products included: ferrous sulfate since 2008 and rizatriptan from (B)(6) 2016. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines/migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), pain ("pain all over entire body"), pyrexia ("other injury(ies) or complication ,please describe: fever") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced rash papular ("rash/ raised red areas on arms and legs") and pruritus ("itching"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), anxiety ("anxious"), depression ("depressed") and dermatitis allergic ("allergic or hypersensitivity reaction- rash"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), gabapentin, hydrocortisone, ibuprofen, rizatriptan. And surgery (was required to undergo a salpingectomy and removal of the essure device on or about (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, anxiety, depression, pruritus, allergy to metals, fatigue and dermatitis allergic outcome was unknown. The migraine, rash papular and headache had resolved. And the pain and pyrexia was resolving. The reporter considered allergy to metals, anxiety, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, pain, pruritus, pyrexia, rash papular and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2016, results: showed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: new event: uterine perforation was added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), migraine ("migraines"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (was required to undergo a salpingectomy and removal of te essure device on or about (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea, migraine, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: showed full occlusion and proper placement. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paraguard. Concomitant products included ferrous sulfate since 2008 and rizatriptan from (B)(6) 2016 to (B)(6) 2016. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), pain ("pain - all over entire body"), fatigue ("fatigue") and pyrexia ("other injury(ies) or complication please describe: fever"). On (B)(6) 2016, the patient experienced rash papular ("rash / raised red areas on arms and legs") and pruritus ("itching"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with ibuprofen, panadeine co (tylenol #3), hydrocortisone (hydrocortison), gabapentin, rizatriptan and surgery (was required to undergo a salpingectomy and removal of the essure device on or about (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea, anxiety, depression, pruritus, allergy to metals and fatigue outcome was unknown, the migraine, rash papular and headache had resolved and the pain and pyrexia was resolving. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, pain, pruritus, pyrexia and rash papular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: showed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "allergic or hypersensitivity reaction type : rash, itching, headaches, nickel allergy, pain, fatigue, other injury(ies) or complication please describe: fever", reporter, historical, treatment and concomitant drug, patient information added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.